Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the suture vise broke. This event led to a delay greater than 30 minutes; additionally, it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The patient was not anesthetized when the delay greater than 30 minutes occurred. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.